Event description:
It was reported that during the procedure, the subject coil was detached at the target lesion and the physician repositioned the microcatheter. While repositioning the microcatheter, the subject coil migrated from the aneurysm and went into the microcatheter. Physician could not push the subject coil out of microcatheter. The physician removed the entire microcatheter out of patient anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, only the main coil was returned in the tip of the microcatheter. The main coil was seen to be kinked/ bent. The main coil was seen to be jammed in the microcatheter. The main coil was seen to be detached/separated. During functional inspection, the device was flushed, and the coil was removed from the tip of the microcatheter. Coil in catheter friction test was unable to perform as only partial device was received. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis of the returned devices. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that after subject coil was detached by the physician, the microcatheter was repositioned. The detached coil deviated into the microcatheter and could not be pushed out. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis, and it was noted that the main coil was returned along with the microcatheter. The main coil was observed to be kinked/bent. The main coil was seen to be jammed in the microcatheter. The main coil was observed to be detached/separated. It was detached by the physician. The microcatheter was flushed and the coil was removed from the tip of the microcatheter. The as reported events 'main coil migration' and 'coil in catheter friction' could be not replicated during analysis, however, the analysis results are consistent with the reported event. The as reported "main coil migration" and "coil in catheter friction" will assigned a probable cause of 'procedural factors'. The as analyzed "main coil kinked/bent" and "coil jammed" will be assigned a probable cause of 'procedural factors' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure, the subject coil was detached at the target lesion and the physician repositioned the microcatheter. While repositioning the microcatheter, the subject coil migrated from the aneurysm and went into the microcatheter. Physician could not push the subject coil out of microcatheter. The physician removed the entire microcatheter out of patient anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.